Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. Cat # 625-0t-32e, lot # 3999102, description: trident alumina insert. Cat # 6565-0-032, lot # unk, description: alumina v40-femoral head 32mm, -4mm nk. Cat #542-11-50e, lot # unk, description: trident psl ha cluster 50mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.

Event description:
Our customer has reported us via implants product manager that the pt felt pain and went to the hosp. The products implanted 9 years ago approx."